Event description:
The customer alleged they received a questionable total prostate- specific antigen (tpsa) result for one patient on their e-module. The patient's initial tpsa result was 0.118 ng/ml and it was reported to the requesting laboratory. On (B)(6) 2013, the sample was repeated on another e-module and the result was 100.0 ng/ml accompanied by a data flag. The sample was diluted 1:50, and the result was 1509 ng/ml. On (B)(6) 2013, the sample was repeated on a third e-module and the result was 100.0 ng/ml accompanied by a data flag. The sample was diluted 1:50 and the result was 1495 ng/ml. The 1495 ng/ml was reported to the doctor. There were no reports of any adverse events. The tpsa reagent lot number was 169925 and the expiration date was not provided. A definitive root cause could not be determined. The calibration and quality control results were acceptable. There were no indications of any general issues with the analyzer. An assay performance check was done with results in the acceptable range. The alarm trace did not show any alarms at the time of the event. There were no indications of any issues. It was noted the customer was not using the recommended rack adaptors.

Manufacturer narrative:
This event occured in (B)(6).